Event description:
Guidant received info that the pt implanted with this cardiac resynchronization therapy-defibrillator (crt-d) expired. The pt underwent two device replacements over a seven month time period. The first was a prophylatic replacement of a device that was within the scope of a guidant advisory, and the second in response to an infection at the implant site. According to the pt's daughter, the pt's condition was weakened by these surgeries, as well the infection. The daughter also reports that the crt-d was defective.